Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other similar incidents reported from this lot. However, there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties to remove. It is possible that the tortuosity of the anatomy may have contributed to the difficulties; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a percutaneous coronary intervention in the moderately calcified, very tortuous mid left circumflex coronary artery. The 3.5x23 mm xience sierra stent was implanted without incident. During removal of the stent delivery system (sds), resistance was met with the guide wire, so the wire and sds were removed together. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.